Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an pocket erosion with pacing lead being visible to the naked eye and a pocket incision "crack". The implantable pulse generator (ipg) exhibited a "crack". It was further reported there was confirmed infection and the patient became infected at home. It was noted there was redness and swelling at the pacemaker suture. The pacing lead and ipg were explanted and not replaced. No further patient complications have been reported as a result of this event.